Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, this ICD system oversensed noise on the right atrial (ra) lead, which resulted in pacing inhibition. The patient didn't experience asystole. Subsequently, a revision procedure occurred. This ICD was explanted and replaced, and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.